Event description:
It was reported that during patient treatment, the anesthesia workstation restarted and came up displaying the system check out window. There was no patient harm. (B)(4).

Manufacturer narrative:
Despite several requests, we have not received any information whether the reported issue has been reproduced or if any parts were replaced. The device logs from the event have no recordings of any reported restarts without user interaction that ended up with a display of the system check out dialogue window. Based on the above information, our conclusion is that there was no device malfunction.

Event description:
(B)(4).